Manufacturer narrative:
An event of dyspnea on exertion, aortic stenosis, and a calcified valve was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2014, a 21mm trifecta valve was implanted. In 2018, the patient developed chronic dyspnea on exertion. During an echocardiogram following admission into the hospital, aortic stenosis was observed. The valve was explanted and calcification was noted.